Event description:
PICC nurse inserted the line to the midline in the left basilic vein, which was approx 17cm, without difficulty. Excellent blood return was observed and both ports flushed easily. The pt developed left brachial vein thrombus ten days later.

Manufacturer narrative:
The device has not been returned to the MFR for eval. A chr review showed no other similar product complaint file(s) from this lot.